Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed as fold flaw opening. As per the investigation procedure, particles, creases and no penetrating nick stress mark was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to an unknown side.

Event description:
This relates to the right side.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.